Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm observed fault code # 112 in the logs. The stm checked the cable and console connector. The coiled cable was worn and possibly caused a communication order. The stm ordered a new coiled cord. Upon receipt, the stm returned to the hospital and installed the new coiled cord . The console video connector was cleaned. The issue could not be duplicated. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) made a high-pitched tone, the screen turned off /no display and the iabp shutdown. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.